Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invasion was caused by air leakage from the a-rubber as the other defect. Since the angulation wire was corroded and significantly reduced the strength of the wire due to the influence of water invasion, the wire was broken and likely caused the suggested event. The event can prevented by following the instructions for use which state: - inspection for smooth operation "1. Straighten the bending section. 2. Confirm that the up/down angulation lock is placed in the free position. 3. Operate the up/down angulation control lever slowly on each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved. 4. Operate the up/down angulation control lever slowly to its straight (neutral) position. Confirm that the bending section returns smoothly to an approximately straight position. - inspection of the angulation mechanism 1. Move the up/dpwn angulation lock in the opposite direction of the ¿f¿ mark into the locked position. 2. Move the up/down angulation control lever in the ¿u¿ or ¿d¿ direction until it stops. 3. Confirm that the angle of the bending section is stabilized when the up/down angulation control lever is released. 4. Confirm that the bending section returns to its straight (neutral) position when the up/down angulation lock is placed in the free position and the up/down angulation control lever is released. Instruction manual (cleaning/disinfection/sterilization) -precautions perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the uretero-reno videoscope had an angulation malfunction. The issue was found during a flexible transurethral ureterolithotripsy (f-tul). Inspection and testing of the returned device found an immobility of the angulation control lever due to the presence of foreign material in the mobile part of the control section. There were no reports of patient harm and the procedure was completed successfully using this device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section could not be controlled due to foreign material in the control section, water tightness was lost due to a pinhole on the bending section rubber, the up/down plate was sticky, the universal cord was sticky, the control unit was sticky due to water leakage, the forceps could not be inserted smoothly due to a dent on the channel tube, and the light guide bundle was slipping down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.